Manufacturer narrative:
H.6. Investigation: customer returned one (1) loose 31g x 8mm, 0.3ml bd insulin syringe. Consumer reported needle hub to stay in shield when removed the needle shields. The returned syringe was examined, and no apparent issues were observed; no evidence of manufacturing defects were observed, therefore, the alleged issue could not be confirmed. A review of the device history record was completed for batch# 8316894. All inspections and challenges were performed per the applicable operations qc specifications. There were two (2) notifications [200789387, 200789978] noted that did not pertain to the complaint. Root cause cannot be determined at this time as the issue is unconfirmed. H3 other text : see h.10.

Event description:
It was reported that the bd insulin syringe with the bd ultra-fine¿ needle hub separated from the syringe during use and remained in the shield while removing it. Lot#: 8316894 and an unspecified lot were reported to have been involved in this event, but it is unknown how many occurrences happened within each. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "item: 328438 lot#: 8316894 exp: 2023-11-30 found this box needle hub to stay in shield when removed the needle shields. Found other boxes unknown lot#: item#: 328438 discarded sample and boxes with needle hub stays within the shield."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 8316894, medical device expiration date: 2023-11-30, device manufacture date: 2018-11-12. Medical device lot #: unknown, medical device expiration date: unknown, device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd insulin syringe with the bd ultra-fine¿ needle hub separated from the syringe during use and remained in the shield while removing it. Lot # 8316894 and an unspecified lot were reported to have been involved in this event, but it is unknown how many occurrences happened within each. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "item 328438 lot # 8316894 exp 2023-11-30 found this box needle hub to stay in shield when removed the needle shields found other boxes unknown lot # item # 328438 discarded sample and boxes with needle hub stays within the shield."